Event description:
It was reported that the patient experienced an allergic reaction to the 63b electrodes after use. The patient visited the doctor who prescribed a topical cream. No adverse events have been reported as a result of the malfunction

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was not confirmed due to product not being returned for evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which could change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction to the 63b electrodes after use. The patient visited the doctor who prescribed a topical cream. No adverse events have been reported as a result of the malfunction.